Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by a healthcare professional, a 3mm x 21mm neuroform atlas (stryker) stent was implanted in the 2.1mm target lesion, and the physician attempted to implant a 4mm x 23mm enterprise 2 no tip (enc402300/11031453) stent so that the flares of the stent could be out from both ends of the atlas stent; however, when the enterprise 2 stent was delivered and deployed via the prowler select plus microcatheter, the stent was confirmed to be shorter than the 21mm atlas stent. Therefore, another enterprise 2 stent from the same lot was also implanted and the procedure was completed. There was no report of consequence or injury to the patient. The products are not available for evaluation. No further information was reported at the time of complaint initiation. Additional investigation is needed to determine if the alleged failure involved two enterprise devices. Additional information was received on 13-jun-2019. The physician felt that the actual length of the stent was incorrect compared to the size indicated on the labeling of the device. The physician planned to cover the previously implanted atlas stent, but the complaint device failed to do so. It was reported that ¿one enterprise seemed to be shorter and the other enterprise was implanted to extend the length of stent covered vessel.¿ no patient complications occurred as a result of the event. It was reported that the device was used and prepped according to the instructions for use (IFU). The device was examined prior to use and there were no anomalies noted at this time. There were no alleged packaging issues. The coils were maintained in the aneurysm sac, but it was not reported whether the stents fully covered the neck of the aneurysm. The user had not applied excessive force when handling the device. The prowler select plus microcatheter functioned as expected. Imaging is not available for review. No further information could be obtained. The device was not retuned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the 11031453 lot. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The enterprise 2 vascular reconstruction device is intended for use with occlusive devices in the treatment of intracranial aneurysms. The instructions for use (IFU) states that appropriate selection of the device is important for patient safety, and in order to choose the optimal device for any given lesion, examine pre-stent procedure angiograms. The IFU also advises to confirm that the device labeling clearly indicates the size of the stent to be used. Additionally, the IFU warns that the device may foreshorten during deployment and outlines the foreshortening values for each of the vascular reconstruction device sizes. The 23mm enterprise stent may foreshorten up to 7.7% (2mm) at a 4.0mm vessel diameter. The table in the IFU identifies the foreshortening from the ¿crimped length¿ or length inside the microcatheter, not foreshortening of the labeled length. The length of a 23mm enterprise 2 in the microcatheter is 25.2mm nominally and the maximum foreshortening is 2mm as stated in the IFU. Therefore, if the device is deployed in a 4mm vessel, the maximum indicated, the device will be 23mm on average. However, if the device was deployed in a vessel smaller than 4.0mm, it will be longer than the labeled length. The degree to which depends on the diameter of the vessel. The actual length of the 23mm enterprise in a 2mm vessel is 24.5mm. According to the atlas IFU, the actual total length of the 21mm atlas in a 2mm vessel is 24.4mm. Of note, the IFU cautions that the performance and safety of two or more overlapped stents has not been established. Assignment of root cause for the event remains speculative and inconclusive based on the limited information available for review and without the return of the device or relevant imaging; however, it is possible that procedural factors and device foreshortening after deployment (including the atlas stent) may have contributed to the reported customer experience. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). This supplemental #1 3500a MDR report is being submitted as a correction to the 3500a initial report. The device code of ¿device component¿ was not included on the initial MDR report ( mwr-05062019-0000447333). This supplemental report also includes the manufacturers DHR on the product lot number involved. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the 11031453 lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
Product complaint #: (B)(4). Unique identifier (UDI) #: not available at this time. (B)(6). The product remains implanted and is thus not available for evaluation and testing. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by an affiliate, during a stent assist coil embolization to an unknown 21mm target lesion, the physician attempted to implant an enterprise2 stent (enc402300, 11031453) so that the flares could be out from both ends of the previously implanted 3x21mm atlas stent. The enterprise2 stent was delivered to the lesion with the prowler select plus microcatheter and the stent was deployed. However, the stent was confirmed to be shorter than the atlas which is 21mm. Therefore, another enterprise2 stent of the same size and same lot number was implanted as well to extend the length of stent covered vessel. The coils were maintained in the aneurysm sac. The procedure was completed and there was no patient injury reported. The device was examined prior to use. There were no packaging issues. The device was used and prepped according to the instructions for use (IFU). No excessive force been applied to the device. There were no issues reported with the prowler select plus microcatheter. The physician felt that the label was different from the actual length of the stent. The product is not available for the investigation. Relevant imaging is not available for review. No additional information is available.